Event description:
The device was used during a laparoscopic hernia repair. It was reported by rep the device jammed. There was no consequence to the pt.

Manufacturer narrative:
Results of evaluation: conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that dried body fluids in the cartridge assembly may have caused the reported incident during surgery. The instruments was received with excessive dried body fluids in the cartridge assembly and was cycled and fired the remaining 12 staples intermittently. It was concluded that the excessive dried body fluids caused the staples to feed intermittently during testing and may have caused the instrument to jam during surgery. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly.